Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons functioned properly. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. Insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test.

Event description:
It was reported the customer's act and esc button was unresponsive. The customer also reported experiencing a high blood glucose of 300 mg/dl. The customer stated they had reverted to their back-up plan, but their blood glucose did not decline. Customer stated they were currently hospitalized due to their high blood glucose. The customer stated their blood glucose was still high although they were on the hospital's insulin pump and manual injections. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.